Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left internal mammary artery (lima) bypass graft. A 16 x 4.50 rebel stent was advanced but failed to cross the lesion. As the physician pulled the device out, the stent was caught on the non-bsc bleedback control valve and came off the balloon. Subsequently, everything was pulled out, a new non-bsc bleedback control valve was placed and the procedure was completed with a synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the returned product consisted of a rebel stent delivery system without the stent. A runway guide catheter with no damage was also returned with the rebel device. The balloon of the rebel was loosely folded without the stent present. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left internal mammary artery (lima) bypass graft. A 16 x 4.50 rebel stent was advanced but failed to cross the lesion. As the physician pulled the device out, the stent was caught on the non-bsc bleedback control valve and came off the balloon. Subsequently, everything was pulled out, a new non-bsc bleedback control valve was placed and the procedure was completed with a synergy stent. No patient complications were reported and the patient's status was fine.